Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator changeout procedure. Upon interrogation, it was found that the patient's right ventricular lead was over-sensing noise resulting in pacing inhibition, binning as high ventricular rates, and noise reversion episodes. The lead was capped and replaced in procedure on (B)(6) 2020. During procedure, it was noted that the stylet could not pass through the superior vena cava due to the presence of multiple previous leads, so the physician implanted the new right ventricular lead on the opposite side. The patient was stable.